Manufacturer narrative:
(B)(4).

Event description:
It was reported that a por condition occurred. The device was near eol. On (B)(6) 2011 the pt was having a new system implanted. The old device was expired and lead had migrated.